Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was cracked. Noticed after use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was cracked. Noticed after use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: yes. Investigation summary: received one 22g bd insyte autoguard blood control unit which consisted of the catheter/adapter assembly which was attached to a miscellaneous extension line and had the presence of clear fluid/meds. Observed the extension line was not securely fastened/attached to the catheter/adapter. The photos provided for this incident revealed the unit to be in similar condition to that of the received unit. Additional pdf photos revealed two 22g bd iag bc units which consisted of the catheter/adapters only. Photo revealed damage to the inner rim inside the end of the adapter. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of adapter/connector defective/damaged with lot #: 8036866, regarding item #: 381023, related complaint: 423083. DHR review; was previously conducted for pr 423083-451198 cr, which disclosed the following: lot: 8036866; was built and packaged on afa line 12 on 05feb2018 through 11feb2018. There was no indication of the defect: all required challenge, set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test were performed per specifications. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Sap (qn) database review: review was conducted for this MDR investigation which disclosed; there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Although leakage did not result in the testing conducted in the lab and it was confirmed there was a secure connection and successful leak testing with no failure disclosed and no damage to the unit provided for this incident: it was observed that one of the photos provided demonstrated damage to the inner rim at the end of the adapter. The damage to the inner rim of the adapter in this photo was sufficient evidence to confirm and support manufacturing process related issues for the defect reported in the product incident report. This type of damage could result in and unsecure connection in the clinical setting which could result in an open path where air could be introduced or leakage could occur. This type defect is currently being trended by quality and manufacturing: CAPA 199226 has been initiated to address this type occurrence. This lot was manufactured prior to closure of the CAPA 199226.